Event description:
The equipment was in use and working well. After approximately 45 minutes, it was removed from the patient's leg and began smoking. Due to the smoking, the equipment was removed from the field and replaced with a new one. The guidant coagulation cord was also replaced.